Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the circumstances that led to the slow recharging included them getting a replacement in (B)(4) 2017 and it never seemed to work well. They stated a replacement resolved the recharging. They provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that there was a poor communication screen on the patient programmer (pp). The patient mentioned they just had a replacement in (B)(6) 2017 due to normal battery depletion. The patient mentioned it had been slow to charge since (B)(6) 2017. The patient was asked whether they were getting stimulation and the patient stated they thought so as they checked earlier in the week and it was fine. The pp did work without the antenna attached. A replacement pp was sent. No patient complications were reported as a result of this event.